Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Headache [headache] product are unraveling- tampon [device breakage] case narrative: consumer reported via e-mail that the tampons are unraveling. No serious injury reported.